Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an 18mm amplatzer amulet was implanted. On (B)(6) 2021, the patient reported chest pain and EKG showed t wave abnormality; the patient was given 1 nitro without relief. An addition 2 nitro and morphine were given and the pain subsided, but then returned. EKG and enzymes were ordered. Nitro and morphine were given. Enzymes were slightly elevated, therefore the patient was started on heparin and nitro drip. The cause of the patient's chest pain is unknown. No patient consequences were reported. No additional information was provided. Clinical study patient ID: (B)(6).

Manufacturer narrative:
An event of chest pain was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.